Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. In correspondence with rayner the healthcare professional stated "this lens has become deposited with granular surface deposits which can't be removed with a laser and is going to have to be explanted". The rayner sulcoflex toric 653t is a supplementary intraocular lens intended for implantation in the ciliary sulcus. The healthcare professional has advised rayner that the primary implant (akreos, bausch & lomb) has also opacified. The manufacturer of the primary implant has been notified of the development of opacification by the healthcare facility. The healthcare professional proposes to explant the sulcoflex toric 653t and the primary implant in (B)(6) 2013. The healthcare professional will be returning half of the explanted sulcoflex toric 653t iol to rayner for analysis and analysis of the second half will be undertaken by (B)(6). The sulcoflex toric 653t intraocular lens is not available in the united states of america; however, it is manufactured from the same material (hydrophilic acrylic) as the c-flex 570c and c-flex aspheric 970c intraocular lenses which are available in the united states of america.

Event description:
Rayner intraocular lenses limited received notification from (B)(6) of an event that occurred following the implantation of a sulcoflex toric 653t intraocular lens. The event description provided states "this pt had a rayner sulcus placed piggyback iol model 653t lot 118e8593706 (-2/+6.0d) implanted (B)(6) 2010. She got a very good surgical outcome with a useful reduction in astigmatism. Unfortunately in the last 9 months this lens has become deposited with granular surface deposits".